Event description:
As reported by the user facility. Set leaking near connection to the cassette, allowing a chemo spill. Additional information provided by the facility indicated there have been no adverse effects, or issues stemming from the chemo spill.

Manufacturer narrative:
The actual device involved in the incident was not made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.